Manufacturer narrative:
The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 490 mg/dl while wearing the pod between 36 and 48 hours. The patient mentioned that they were experiencing a headache. The patient was treated with insulin through syringe and IV (intravenous) fluids the patient was released the same day. The pod was worn when seeking medical attention.